Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we surmised that phenomenon (1) occurred due to defective emergency lamp. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The light source exhibited emergency lamp indicator was blinking on front panel, due to defective emergency lamp. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.